Event description:
Prior to a ptca procedure, the distal end of the catheter broke during prep. No pt injuries or complications occurred. Note: the product used in this procedure had an expired shelf life.